Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave pfa catheter was selected for use. No issues were reported during preparation of the catheter. The physician completed the first eight applications of the left superior pulmonary vein (lspv) successfully. When the physician went to withdraw the guidewire to move the catheter from the lspv to the left inferior pulmonary vein (lipv), the guidewire exhibited tension. The catheter was removed, and the guidewire was forcefully pulled out of the catheter. Basket and flower configuration deployment of the catheter were re-tested. The same guidewire was re-inserted into the catheter, and moved freely in the catheter without resistance. The guidewire was replaced, however, the same catheter was used to successfully complete the procedure. No patient complications were reported. The catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.